Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent right inguinal hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced hernia, infected hematoma, pain, swelling, fluid collection, erythema, necrosis, abscess, and adhesions. Post-operative patient treatment included incision and drainage of hematoma, sharp excisional debridement, and attempt to remove mesh.